Event description:
The information was received from health care provider via a manufacturing representative regarding a patient with degenerative disc disease for tlif spinal therapy at level 1. It was reported that the cage broke easily during the introduction. The fragment of the implant remaining in the patient. There was delay of 10 minutes in the surgical procedure. There was no patient symptoms or complications as a result of this event.

Manufacturer narrative:
This part is not approved for use in the united states; however, a like device with catalog # 9392512, 510k # k172199, UDI# (B)(4) is approved for sale in the us. The device has not been returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. If information is provided in the future, a supplemental report will be issued.